Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was cut, damaging wires in the cable. The root cause for the cut cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. ******************************************************************************************** device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was cut, damaging wires in the cable. The root cause for the cut cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a battery was unable to power on a monitor. ******************************************************************************************** a us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.